Event description:
The patient's left knee insert was revised due to infection.

Manufacturer narrative:
Additional devices listed in this report: cat 5510-f-401, lot s6cjd, description: tri cr fem comp #4 l-cem; cat 5520-b-300, lot fhwx, description: tri prim tib baseplate - cemented; cat 5550-g-278, lot 1xj6, description: tri symmetric x3 patella. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
An event regarding infection involving a triathlon insert was reported. The event was not confirmed. Device history review: there have been no reported discrepancies related to the investigation for the referenced lot. Complaint history review: there have been no other events for the lot or sterile lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the reported device as well as patient history, follow-up notes and pathology reports are needed to complete the investigation for determining root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
The patient's left knee insert was revised due to infection.